Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several unspecified bd¿ insulin syringe(s) had incorrect scale markings. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the scale print on the syringe is not lining up with insulin dose. The photo was examined and no visual defects to any of the scale markings was observed. It is difficult to determine if the scale marking placement on the barrel is correct without the sample to test. Unable to perform DHR check due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.